Manufacturer narrative:
The first sign of a stroke occurring was right arm weakness which was noted immediately in the recovery room. The patient has since returned to work but has impairment to one arm. The electrophysiologist assessed that the stroke was not directly related to the input sheath devices. However, it was assessed that it was possible that the anaphylactic reaction at the commencement of the procedure produced an activated coagulated state which increased the risk of embolic events. Ablation within the left atrium is accepted as a possible cause for cerebrovascular events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Four input introducers sheaths were used during an electrophysiologic procedure. Two 6 fr sheaths, one 5 fr sheath and one 7fr sheath were placed without complication. It was reported that immediately after flushing the sheaths and introducing an electrophysiologic catheter the patient suffered an anaphylactoid reaction characterised by profound hypotension, tachycardia, distressed breathing and urticarial skin reaction. The patient was stabilized. Recovery was prompt and the patient proceeded to have the electrophysiologic procedure undertaken. Post procedure the patient had a stroke. The patient has since returned to work but has impairment to one arm. It was queried if the device contained latex as the hospital are trying to establish what caused the reaction.